Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, it could not be specified what the foreign material was and the root cause of the remaining foreign material. However, it was confirmed that there was no deformation on the section of the device with the foreign material. It is unknown whether there was deviation from instructions for use (IFU) in reprocessing steps for the area where the foreign material remained. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The events can be detected and prevented in accordance with the following IFU: the instruction manual gif/cf/pcf-190 series operation manual describes how to detect for the suggested events in chapter 3 preparation and inspection. The instruction manual gif/cf/pcf-190 series reprocessing manual describes how to prevent for the suggested events in chapter 5 reprocessing the endoscope (and related reprocessing accessories). The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis exera lll gastrointestinal videoscope had dirt in the nozzle causing air/water flow issues. The reported issue was discovered during preparation of use for an unknown diagnostic procedure. The procedure was subsequently completed with an unspecified device with no delay. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that there were foreign objects in the nozzle and on the plastic distal end cover which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that foreign objects were in the nozzle. Additionally, it was observed that foreign objects were on the plastic end distal cover. These findings were due to insufficient cleaning or handling of the scope. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to requesting repair. The customer confirmed that the facility does not delay the start of precleaning on the equipment after use. During the precleaning process, the customer supplies air and water through the nozzle. The customer confirmed that the facility flushes the air and water nozzle with detergent solution. The facility wipes or brushes the air and water nozzle with a gauze, brush, or sponge. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.